Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that false positive troponin (accutni) patient results were generated on an access 2 immunoassay system for an unknown number of patients over an undisclosed period of time. Actual patient data associated with this event was not provided by the customer and hence the number of patients involved and the dates of occurrence are unknown. The customer stated that they had approximately one false positive erroneous accutni result per month that was reported outside the laboratory. The customer believes that patients were sent the cardiac catheterization laboratory based upon the erroneous accutni results. The impact to the patients is currently unknown. The customer did not provide instrument/assay performance data associated with this event. The customer stated that their "in-house plasma pool" quality control was within their established ranges and consistent. The samples are collected in green topped tubes and are centrifuged until clear. It is unknown if the customer aliquotted the samples prior to re-centrifugation. The customer had no information indicating an increase in event occurrence or an instrument malfunction. No specific patient information or additional sample collection/handling information was provided by the customer. The reagent lots associated with this event are currently unknown.